Manufacturer narrative:
A product development investigation was performed for the subject device (zero-p va implant 5mm height lordotic-sterile part number 04.647.125s, lot number 3787731). The DHR of the part with lot number was reviewed and no complaint related issues were found. Based on the complaint description and without material the investigation could not be performed from a mechanical point of view. The x-ray with a lateral view was provided. A clear allocation of the x-ray could not be made due to missing data. However on x-ray no special observation could be made regarding the implant. The subject matter expert (sme) for the implant, medical director visited dr. (B)(4) on thursday november 10th 2016 at the (B)(6) and attended a surgery. Dr. (B)(6) implanted a zero-p va implant without any issues. Implantation was done according to the surgical technique. No peculiar observations were made. No conclusion can be made based on the information and observations gathered during this investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Other number¿UDI: (B)(4). Additional device history record review provided the expiration date of the subject device lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Although the alert date of this event was (B)(6) 2016, the part number of the complaint device was not reported to the manufacturer until sep 13, 2016. Based on the reported information, the event was initially determined to be non-reportable for an unknown spine device. Upon receipt of the part number, a positive complaint history was found for a similar event for this part which resulted in serious injury. Based on this positive complaint history, the event was re-assessed and determined to be reportable as a product malfunction. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation because, as of the date of this report, the device remains implanted in the patient. A device history record review of the subject device lot was performed. The review revealed that during inspection of the lot before anodization there was a burr in the internal thread of the zero p va plate. During the rework, the (B)(4) pcs of the involved lot were de-burred, solvent cleaned and 100% visually inspected before been released for the anodization step as documented on the rework form attached to DHR. The rework is not relevant to the complaint condition, but to perform a full evaluation the subject device would need to be returned to the manufacturer for investigation. The inspection records attached to the DHR) confirm that the products met inspection requirements and acceptance criteria valid at the time of the event. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Additional information regarding the expiration date of the subject device lot has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during implantation of the zero-p device, the locking mechanism of the non-return clips used to lock the screws of the zero-p implant was ineffective. The implant was posed without the locking system for the screws. While there was no delay in the surgery due to the reported event, the surgery is not considered successful because the device was implanted without locking. The patient's postoperative outcome is unknown. This report is 1 of 1 for (B)(4).